Event description:
Procedure performed in another country: during the deploying,the sheath was difficult to withdraw and the stent jumped 3 cm ahead of the lesion. Physician then changed to another stent for completing the procedure. No injury to the pt was reported.